Manufacturer narrative:
The customer was provided remote technical support, and originally a warranty replacement request was initiated. The customer was then informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. Remote technical support was not able to ship them the replacements because the part has been discontinued. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the customer purchased batteries from a third party vendor that were all completely dead and did not register on the charger. There was no patient involvement.